Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 19-oct-2023. H.6. Investigation summary: thirteen samples received for investigation. Through visual inspection, no defects or issues observed on the needles. Each sample was connected to a syringe with saline solution. Seven samples expelled the solution with normal flow, the other six samples appeared clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: customer have had multiple pen needles that are ¿clogged¿ customer notice when we are pushing air out of vaccines. Sometimes it can be pushed past with extreme resistance, but customer are unsure if there is something clogging it and don¿t want to risk injecting a patient with them.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: customer have had multiple pen needles that are ¿clogged¿ customer notice when we are pushing air out of vaccines. Sometimes it can be pushed past with extreme resistance, but customer are unsure if there is something clogging it and don¿t want to risk injecting a patient with them.